Event description:
Patient reports pain. Additionally, he indicates that the knee was popping and metal was rubbing together. He reported that the x-rays indicated that the knee insert was out of line. The perioperative report indicates the femoral and entire tibial component were revised; however, the revision operative report was not provided.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any related anomalies. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.